Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, during the insertion of instruments into the patient, the bedside surgeon was attaching all the instruments. When the monopolar curved shears (mcs) was attached and recognized, the teampressed the instrument drive unit (idu) button to insert the instrument and the idu began to scroll. The mcs could be inserted up to the pre-calibration phase (locking before calibration began) and then became blocked (the idu could not go deeper), as if something was obstructing the insertion. The team checked if there was anything inside the trocar, but it was empty (the obturator was inserted to verify). The mcs was detached and reattached four times, but the issue persisted. The team also checked whether the drape was preventing the idu from moving down, but that was not the case. After trying another instrument (a large needle driver), it was inserted correctly. When the mcs was attached to another arm, the same problem occurred. The mcs was then replaced with a new one, and the procedure started without further issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.